Event description:
The pt called alleging high readings on the lifescan meter. The pt rec'd a readings of 164, 155 and a 150 mg/dl. The pt was unable/unwilling to verify the time difference between the readings. The pt did not experience any symptoms at the time of the event. The pt did not seek medical attention or contact a physician for assistance. The pt had been cleaning the meter accordingly. The meter failed twice using the check strip. Customer service sent the pt a replacement meter and testing supplies. The complaint is being reported as a malfunction, since the meter failed twice using the check strip.